Event description:
It was reported that the user requested assistance with a supply change noting they had been disconnected from the ilet prior to proceeding. The supply change was completed successfully. Symptoms included hyperglycemia with a reported blood glucose of 317 mg/dl after the user ran out of insulin. Outcomes included no alerts or alarms, no hospitalization, and no need for alternative therapy after the device was shut off or stopped working. Investigation included customer support troubleshooting and education, with confirmation of proper disconnection prior to the supply change and successful completion of the procedure. Investigation of this case revealed no device malfunction and no component failure and indicated user-related depletion of insulin supply as the precipitating factor for hyperglycemia. It was concluded, based on established findings for similar reports, that the cause was user management issue related to not reverting to alternative therapy after insulin supply was depleted rather than a device defect.